Event description:
It was reported that post coronary stenting drug eluting treatment procedure, a pt death occurred. The pt had two unspecified taxus liberte paclitaxel-eluting coronary stents implanted. The target lesion and lesion characteristics were not reported. At an unspecified time frame post procedure, the pt died. Additional info has been requested, but it is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.